Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored three untreated episodes showing oversensing of noise artifact and diminished r-wave amplitudes with a shifting baseline. The device was programmed to the alternate sense vector at the time. The morphology of the artifact was consistent with sense b noise, so the secondary vector could be tried, if sensing was appropriate. Troubleshooting was performed and some noise and t-wave oversensing occurred in the secondary vector at a gain of 2x; also, the r-wave amplitudes were very small in the secondary vector. Therefore, the physician planned to explant and replace both the device and electrode with a new s-ICD system. The patient was not hospitalized pending the revision. The device and electrode were explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored three untreated episodes showing oversensing of noise artifact and diminished r-wave amplitudes with a shifting baseline. The device was programmed to the alternate sense vector at the time. The morphology of the artifact was consistent with sense b noise, so the secondary vector could be tried, if sensing was appropriate. Troubleshooting was performed and some noise and t-wave oversensing occurred in the secondary vector at a gain of 2x; also, the r-wave amplitudes were very small in the secondary vector. Therefore, the physician planned to explant and replace both the device and electrode with a new s-ICD system. The patient was not hospitalized pending the revision. The device and electrode were explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted products were returned for analysis.